Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) and transvenous right ventricular (rv) lead were detecting noise which appeared to be due to diaphragmatic oversensing. The noise led to pacing inhibition and asystole of up to 2 seconds, although the patient was reportedly asymptomatic. The boston scientific crm technical services department recommended bringing the patient in to try to reproduce the noise and troubleshoot the situation. Additional information was received that this device was explanted and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The noise was not reproducible in clinic. The device was reprogrammed from vdd to ddd mode, and the patient was sent home. No additional information is available at this time. This event will be updated if any additional information is received. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.